Event description:
The manufacturer received information alleging an everflo oxygen concentrator emitted an odor. Allegedly, the patient suffered a throat infection which was reportedly treated with antibiotics. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The device was tested and found no evidence of an odor was being emitted from the device.